Event description:
A nurse reported the site was in navigate and after about 10 minutes in navigate the i7 system froze, and the screen went black. They could not restart the system after about 10 minutes. They had to do a hard boot down and re-started the system. Then they went back into the patient screen and loaded registration again. The surgeon was able to complete the surgery with the use of navigation. No negative impact to the patient outcome was reported.

Manufacturer narrative:
The logs have been received by the manufacturer and the evaluation is in progress.

Manufacturer narrative:
System logs were evaluated, but did not yield any conclusive information. Issue has not reoccurred. Unable to determine root cause of event.